Event description:
The facility's biomedical engineer reported an infusion pump with a triple alarm. Although attempts were made by baxter to obtain additional info frm the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. No additional contact info was provided.